Event description:
The customer reported that the unit would not function, even when using batteries that worked fine with other units. They found the problem during routine maintenance check. No patient involvement.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.